Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. Customer blood glucose reading at the time of the incident is unknown. Customer declined troubleshoot for low blood glucose reading. Customer also reported failed battery test. Troubleshoot was performed for failed battery test. After troubleshooting, the issue reoccurred. Customer was advised to discontinue from the insulin pump and revert to a back plan per healthcare provider instruction. Insulin pump will be returning for analysis.